Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was seen in the clinic with multiple episodes of "no external power" alarms occurring most nights. The patient denies hearing audible alarms at those times beyond infrequent low battery alerts that resolved as soon the batteries were changed. There was no visible damage to the driveline or controller. The patient received a new back up controller while in the clinic.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.